Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed, and the cause isolated to a corroded front panel and front panel ribbon cable.

Event description:
The user facility reported to olympus that none of the buttons on the front panel were functioning. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the "front panel does not work" was corrosion of the ribbon cable on the front panel and corrosion of the front panel resulted in a condition in which the front panel did not operate. As stated in the instructions for use, as a preventive measure, "do not reprocess the video scope cable connector socket, the terminals, and the ac mains power inlet. Reprocessing them can deform or corrode the contacts, which could damage the video system center."